Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new orders were not appearing for patients. The technical support specialist (tss) accessed the es server, and structured query language (sql) server management studio was opened to run queries for queued messages. Additional queries were executed to confirm if messages were processing and to identify the last received message timestamp. Patient and order examples provided by the customer were checked, and external messaging logs and debug files were reviewed for errors. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server new orders were not coming up for patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.